Manufacturer narrative:
A steris service technician inspected the washer and found it to be operating properly; no issues were noted. The technician could not find any leaks as initially reported by the user facility; the washer was returned to service. The technician observed that the floor drain located on the "dirty side" of the washer was backing up causing water to accumulate on the floor. The technician replaced the drain valve on the washer as a precaution as it may have sustained damage from the floor drain backing up. The technician has made user facility personnel aware of the floor drain backing up on several occasions as this is not the first occurrence of the floor drain backing up. The user facility is responsible for ensuring the floor drain is operating properly. Steris is not responsible for properly servicing and maintaining the floor drain.

Event description:
The user facility reported that their washer was leaking water. An employee slipped on water subsequently hitting her knee on a door jam. The employee applied ice and returned to work. No medical treatment was sought.